Manufacturer narrative:
The device was inspected and no bends or kinks were observed on the soft cannula. An external tear was observed on the soft cannula. Fluid was observed leaving the tear. The timing and cause of the damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels exceeded 600 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient's mother called the doctor for advice. As treatment, a manual injection of insulin was delivered and a new pod was applied. The patient was also prescribed a nausea medicine because the patient was vomiting.